Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that system modification indicated that the implantable neurostimulator (ins) was modified due to an event, but details were unknown.